Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was not able to get acceptable thre sholds in two positions and dislodged during deployment. It was noted that the physician felt the patient needed a dual chamber ipg; however, the patient had wanted a leadless ipg. The ipg was not implanted and a standard dual chamber ipg was used. No patient complications have been reported as a result of this event.